Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) powering off during use on (B)(6) 2017, was not reproduced during functional testing nor was it confirmed during review of the retrieved archive data. However, a low battery warning on (B)(6) 2017, was recorded in the archive following a user advisory 17 (max motor on time exceeded) message. To prevent a possible reoccurrence of the reported issue, the power distribution was replaced. A large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes. No user advisories or error were observed during the run-in tests. Unrelated to the reported issue (during visual inspection of the returned platform) a sticky clutch and damaged encoder cover were observed, and the brake gap was out of specification. To ensure the platform is functional without issue, a clutch plate deburring was performed, the encoder cover replaced, and the brake gap adjusted to specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse powered off while the patient was being shocked. It is not clear if manual CPR was performed immediately afterwards. At an unspecified time later, the patient died. For trained users, when the autopulse unexpectedly stops compressions, they should revert to manual CPR, which is the standard of care. No detail was provided for the patient's clinical condition. However, the patient's death is most likely caused by the underlying condition of the patient.

Event description:
After an AED was applied to the patient, it was reported that the autopulse platform (sn: (B)(4)) powered off while the patient was being shocked. At an unspecified time later, the patient died. According to the reporter, the device was not associated with the cause of death. Events following the reported issue are not specified and the cause of death is not known. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided.